Event description:
Patient admitted for hip replacement due to fracture. Cement prepared for use with cement gun. After cement applied patient's condition deteriorated, blood pressure dropped. Patient taken to recovery on ventilator, within a few hours patient was taken off ventilator and expired.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.